Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem reset. The cause for the failure was isolated to a contaminated battery board and a corrupted u13 component on the bedside board. The root cause for the contamination was unable to be positively identified but was likely due to an ingress of an unknown liquid. The root cause for the damaged components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned batter charger/modem sn (B)(4) to report that it resets.